Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported he malpositioned a micro-stent during surgery was unable to reposition it properly. It remains implanted. The patient is stable and the eye is calm postoperatively. He reported there is nothing wrong with the device. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of malposition by surgeon and hemorrhages during/after implant; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no indication by the surgeon of failure of the device system. The surgeon noted the presence of hemorrhages both during and after implantation of the device, which most likely impacted surgeon visualization during implantation of the device. Possible root cause is use error because while device malposition is an established risk associated with device use, which is clearly specified in he product labeling, the product labeling also clearly specifies that the surgeon should consider termination of device implantation if adequate visibility cannot be maintained. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon noted hemorrhages during and after the device implantation.